Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient did not feel that the bladder device was working. It was indicated that they couldn't get the remote to work for the device. They were unsure if the patient would be fine if they waited for patient services to open. It was noted that the patient was implanted on the day of the report. There were no symptoms or complications reported as a result of this event.